Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the stylet tip comes off of the stylet as it is being removed from the dobbhoff tube. This has occurred several times in more than one unit of the hospital and a couple nurses were punctured. The problem does not happen with every feeding tube. Individual incident information is not available and no additional information is known.